Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on 3/25/08 and a mesh was implanted. It was reported that patient underwent vaginal mesh excision on (B)(6) 2011. No additional information was provided.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted. It was also reported that the patient underwent a surgical procedure and the advantage transvaginal mid-urethral sling system was implanted, though no specific date was provided in the complaint for this procedure. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure and mesh was implanted due to complete procidentia, urinary obstruction, potential urinary incontinence with intrinsic sphincter deficiency, renal insufficiency; concurrent procedures- diagnostic laparoscopy, laparoscopic abdominal sacral colpopexy, lavh, anterior colporrhaphy, cystoscopy.